Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device stopped functioning and no graft harvested by the machine. The issue occurred prior to surgery. Subsequently this did not cause a patient harm (hand held knife was used) and there was a delay (more than 30 minutes). The surgery was completed without using an alternate device and the problem did not cause any impact/damage to graft harvest. A tissue graft was harvested using hand held knife. No additional patient consequences were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On september 4, 2018, it was reported that the device stopped functioning and no graft harvested by the machine. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformance, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verification, inspections and tests were successfully completed. Zimmer biomet surgical/zimmer biomet australia has previously repaired/evaluated electric dermatome serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was may 4, 2018 where it was reported that the device was being sent in for preventative maintenance and the motor, switch, bearings, o-ring, reciprocating arm, and seal were replaced. This is not a related issue. Product review of the electric dermatome by zimmer biomet australia on september 4, 2018 revealed that the unit¿s motor speed was erratic and stalling. Product review of the electric dermatome by zimmer biomet taiwan on september 20, 2018 revealed that the motor did not run. The calibration was out of specifications at the zero, ten, and twenty settings and the control bar was in the correct position. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet taiwan on september 20, 2018 which included replacement of the motor, switch, bearings, o-ring, seal, reciprocating arm, and e-ring. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer biomet australia it was noted that the motor was erratic and stalling. During the product review by zimmer biomet taiwan the motor did not run at all. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet australia it was noted that the motor was erratic and stalling. During the product review by zimmer biomet taiwan the motor did not run at all. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.